Manufacturer narrative:
The engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. Evaluation of the returned device indicates partial deployment of the outer zipper, and a cut deployment line exiting the hub. The knob and part of the deployment line were not returned. During evaluation, a guidewire passed tip to hub met an obstruction before passing the transition. Deployment could be continued with traction at the knob. The reported failure mode of a stuck deployment line and failure to initiate deployment is not consistent with the findings of a partially deployed device that could continue deployment with traction at the knob during evaluation. The root cause of the cut deployment line at the knob could not be established with the available information. The root cause of the inability to pass the guidewire from tip to hub past the transition could not be established with the available information.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent a transcatheter aortic valve implantation (tavi). An access vessel injury occurred in the right iliac artery. It was determined to place gore® viabahn® endoprosthesis with heparin bioactive surface to treat the injury. An ipsilateral retrograde approach was performed, and a 14" cruise guidewire was used. The lesion site was approached without issues. When the deployment knob was turned and pulled, the deployment line could not be ravel even when the deployment line was pulled before the stent graft was deployed. It was reported that the device was significantly bend. The deployment process was interrupted, so the device was retrieved into the sheath and removed. The procedure was continued using another stent graft.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: IFU statement: according to the gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use, adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to: deployment failure. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.